Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Lead polarity was reprogrammed but the patient later reported that the stimulation was worse after the reprogramming. The pacing vector was then adjusted but the patient later conveyed worsening of the thumping in their chest. Polarity was again adjusted and amplitude decreased and the lead remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.